Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code and did not pass essential performance testing. The cause for the failure was isolated to a defective resistor on the computer/analog board and broken solder joint. The root cause for the defective resistor and damaged component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.